Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer rolled on the pump and as a result the touch screen became shattered and unresponsive. Additionally, it was reported that an occlusion alarm occurred. The customer's blood glucose was 146 mg/dl. Customer declined further troubleshooting from tandem technical support and reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cracked and unresponsive touchscreen issue was verified. Based on the analysis, the alleged occlusion issue could not be verified.